Manufacturer narrative:
Aso evaluated samples from retains as well as returned samples for adhesion with no defects detected. In addition to adhesion testing, representative samples from the same material were reviewed for biocompatibility. In summary there were no issues found with this product as detailed in this report.

Event description:
On (B)(6) 2015. The end user/patient claimed that the device/product bruised and ripped her thin skin.